Event description:
It was reported, during a case there was a belt slip message appeared several times. The case was completed without any patient harm. The error message "belt slip" means: the pump runs more than 10% slower than the pump motor. (B)(4)

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this device. Similar products, showing a similar malfunction have been tested. A maquet service tech tested the unit in several modes and could not reproduce the reported problem. The unit tested successfully to factory specifications.